Manufacturer narrative:
Na

Event description:
The customer originally sent the ventilator to a field service center for disc/sense alarms. The field service center found the ventilator's turbine would not spin which caused the disc/sense alarms. It is unknown if the ventilator was connected to a patient when the reported problem occurred.